Event description:
It was reported by the rep that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips fell out of the jaws of the instrument. A new device was opened rectifying the situation. There was no pt consequence.